Event description:
It was reported by service report that the zoom was operating intermittently. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Zoom handle grip button.